Event description:
It was reported that the patient presented with pain and underwent a lumbar MRI which demonstrated central disc protrusion at l5-s1 causing no significant canal of foraminal stenosis. There was mild disc height loss and desiccation at l4-5 and moderate disc height loss and desiccation at l5-s1. Five days later, the patient presented with worsening back pain, occasional paresthesias in the lower extremities, right greater than the left, and significant disc space collapse l5-s1 level and a flat disc at l4-5 level with a small disc bulge. The patient had the preoperative diagnosis of l4-5 and l5-s1 degenerative disc disease status post anterior lumbar fusion. The patient underwent a two stage surgery which consisted of a l4-l5 and l5-s1 anterior lumbar fusion using rhbmp-2/acs and allograft femoral ring; l4-5 posterior lumbar fusion and l4 to s1 posterior competitor instrumentation with rhbmp-2/acs. Per the operative notes, anteriorly a femoral ring allograft was packed with rhbmp-2/acs and then gently tapped into place. Posteriorly the facet joints were decorticated bilaterally. The remaining rhbmp-2/acs was wrapped around allograft bone chips. This bone was laid in the lateral gutters bilaterally, extending from the decorticated l4 to s1 posterior elements. The patient was discharged from the hospital six days post-op. Seventeen days post-op, the patient underwent lumbar spine x-rays which showed status post laminectomies at l4 to the sacrum; internal fixation of the same levels by posterior spinal rods with paired pedicular screws; status post insertion of disc prostheses at l4 and l5 intervertebral levels; there was mild levoscoliosis and no developing compression fracture, dislocation or a lytic lesion. Twenty-two days post-op, the patient presented with lower back pain, numbness in the right anterior thigh with a burning sensation, and some numbness in the left anterior thigh. Approximately nine weeks post op, the patient presented with persistent lower back pain with a stabbing sensation similar to the preoperative pain. It was noted that the patient was trying to wean off of the brace. The patient was ambulating with a cane. X-rays of the lumbar spine showed posterior fixation rods with pedicle screws bridging from l4-s1. Associated laminectomies were present at these levels. Intervening bone allografts were present at l4-l5 and l5-s1. The position of the l4-l5 allograft was mildly tilted, similar to the prior study. Satisfactory alignment is present. The l1 through l3 vertebral bodies demonstrated normal morphology, height, alignment and intervertebral disc spaces. Approximately 7 months post-op, the patient presented with intermittent lower back pain radiating into the lower extremities. The patient felt they had ¿plateaued¿ with regards to recovery. Patient was treated with pain medication. Two-hundred twenty-nine days later, the patient presented with lower back pain radiating into the right thigh with a burning sensation in the thigh and a stabbing aching feeling in the back. Approximately sixteen months post-op, the patient presented with overall pain improvement. The patient did report dull aching back pain and occasional sharp pain into the right foot. It was noted that the patient had been able to eliminate using oxycontin. The patient utilized a cane for ambulation and was occasionally using the brace for support. X-rays were reviewed which showed development of fusion mass. Per the encounter notes, it was mentioned that the patient might be a candidate for bariatric surgery. Six-hundred eighty days post-op, the patient continued to complain of lower back pain radiating into the right thigh with a burning sensation in the thigh and a stabbing aching feeling in the back. It should be noted that the patient had lost 40lbs. Patient had been treated with medication and epidural injections. Seven-hundred forty-three days post-op, the patient presented with lower back pain radiating into the right thigh. Per the encounter notes the patient¿s activities were now limited and so was sleep. There was occasional right leg numbness and weakness. The patient ambulated with a cane. It should also be noted that the patient had started using a tens unit. The patient was treated with medication. At 842 days post-op, the patient presented with lower back pain radiating into the left buttock, thigh, and posterior calf and occasional right thigh numbness and right extremity weakness. Patient treated with medication and epidural injection at l4/5 and l5/s1, left 982 days post-op, the patient presented with lower back pain radiating into the bilateral buttocks, thighs, and down into the calves. Activity was limited. Sleep was limited. The patient also reported occasional right thigh numbness and occasional right leg weakness. The patient was assessed with facet syndrome, radiculitis, lumbar back pain and post laminectomy syndrome. Patient was treated with medication. A little over 3 years, the patient presented with worsening lower back pain radiating into the bilateral buttocks, thighs, and down into the calves. Sleep was limited. Patient treated with medication and underwent a lumbar spine mr which demonstrated mild multi-level lumbar disc degenerative changes; l3-4 very shallow right posterolateral disc herniation; l5-s1 mild annular disc bulge and moderate sized central disc herniation. Approximately 3 ½ years post-op, the patient presented with bilateral lower back pain radiating bilaterally into the lower extremities (right into foot /left into toes) and buttocks. The patient also reported occasional right thigh numbness and occasional right leg weakness. Patient was treated with medication and epidural injections. Over 4 years post-op, the patient continued to complain of stabbing, burning, aching right lower back pain which radiated down the right leg into the foot. The patient reported sleep disturbances secondary to pain. There was decrease sensation right l4 and l5. Patient assessment included lumbar pain, herniated disc pulposus, and thoracic/lumbar radiculitis. Patient was treated with medication.

Manufacturer narrative:
Concomitant products: mantis instrumentation, lifenet allograft (implant (B)(6) 2008). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.